Manufacturer narrative:
Batch review performed on 24 july 2019: lot 1653995: (B)(4) items manufactured and released on 9-mar-2017. No anomalies found related to the problem. To date no similar events reported on this batch. Visual inspection performed by r&d project manager: the spring ball plunger is came apart as described in the complaint. It is possible this occurrence was influenced by variation in production/assembly however this cannot be confirmed.

Event description:
During the surgery the instrument ball spring mechanism broke. No parts fell in the patient, the surgery was completed successfully using the second broach handle of the instrument set.